Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that they were feeling a shocking sensation and turning therapy off. Patient wanted to turn therapy back on. Agent walked patient through turning therapy back on during the call. Patient mentioned they also have irritable bowel syndrome and they were hoping the ins would help that as well as their bladder, redirected to hcp.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that last saturday they had to turn their therapy off because they felt like they were being shocked all down their right side all the way down into their foot. The patient said they turned therapy off and have not turned it back on because they had a bad fall and were in the hospital. The patient mentioned they still have the stabilizer on. The patient was redirected to their healthcare provider (hcp) to further address the issue. The patient reported painful stimulation. Additional information was received from the health care professional (hcp). The hcp stated that the cause of getting shocked all down their right side all the way down into their foot was not determined. The most likely cause of the event was possibly due to the fall. When asked about the steps taken to resolve the issue, the hcp stated that they check device when the patient makes an appointment. The issue was not yet resolved. The hcp stated that the fall's effect on the implant was not determined. The hcp stated that it was unknown about the hospitalization related to device or therapy. When asked about the steps taken to resolve the issue, the hcp stated that once patient is out of hospital they will follow up with any issue in office. The issue was not yet resolved.